Manufacturer narrative:
(B)(4).

Event description:
It was reported that after implant, perforation leading to tamponade was observed. The lead was repositioned and remains implanted. The patient was stable.